Event description:
It was observed during the device evaluation that the gastrointestinal videoscope had white residue in the air/water channel and cylinder and displayed no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, it is likely that the device had image issues due to charge-coupled device (ccd) damage. It was not possible to determine the cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.